Manufacturer narrative:
The described increase in iop after slt is a known side effect. There is no allegation of a device malfunction.

Event description:
It was reported that a primary open-angle glaucoma (poag) patient suffered from a persisting increase in intraocular pressure (iop) after selective laser trabeculoplasty (slt) treatment. It was further reported that the number of glaucoma medications had to be increased from 2 to 3.